Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they stopped aligner treatment due to the aligners has cracked their lower front teeth. They reported that as a result of this they will be losing their tooth. They are waiting for the next dentist appointment for further treatment. Requested patient to get a letter of recommendation from dentist.

Manufacturer narrative:
Additional information received from patient: patient provided exam notes from last visit. Since last cleaning ll has hurt a lot. Ll severe recession and patient did not want fluoride after las cleaning. Patient stated that she does use sensodyne. Rec. Colgate sensitive to see if this helps. If not will rx prievident 5000. Rx amoxicillian, patient finished last round. This is a follow up report this additional information. Added additional code for health effect - impact code 4644. This is a follow up report this additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.